Event description:
It was reported that high lead impedance was observed on this patient's device. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
This patient received a lead and generator replacement. The patient¿s surgery facility is a no return site and will not return explanted products. No other relevant information has been received to date.